Manufacturer narrative:
Per the user facility, the patient's arterial blood gas (abg) was taken once on cpb, and an in vivo calibration was performed. Subsequent abg/ venous blood gas (vbg)s were taken, and the k+ and co2 values were not in alignment with the abg/ vbg readings. In a picture provided to the manufacturer, the temperature reading was 24.5 degrees celsius (c), k+ 5.4 millimoles per liter (mmol/l), and co2 45 millimeters of mercury (mmhg). The patient temperature was actually 37 degrees c according to the hlm, with a k+ of 3.6 mmol/l, and co2 of 67.2 mmhg.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood parameter monitor (bpm) thermistor demonstrated a significant difference from that of the patient's temperature noted on the heart lung machine (hlm). It was determined that the potassium (k+) and the carbon dioxide (co2) values were also inaccurate when compared to the blood gas analyzer (bga). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2025, the team experienced a problem with their bpm during cpb whereby the temperature measurement from the bpm thermistor demonstrated a significant difference from that of the patient's temperature noted on the hlm. The patient's temperature was reading 37 degrees on the hlm while the temperature value on the bpm was reading 24.5 degrees. The clinician was concerned with the wide variation in the bpm oneview temperature compared the bpm 550. The clinician did not use this temperature in their decision making as advised that the instruction for use (IFU) states it is not meant to reflect patient temperature. It was determined that the cause of failure was due to incorrectly wired dual thermistor leads (lead wires were soldered to the wrong location). Although the thermistors were operating correctly, this caused the temperature reading of the bpm probe to be inaccurate due to the switched inputs of the two thermistors. The device was not changed out. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.